Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to be deflated. It was further reported that the balloon was deflated by puncturing using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold was returned for evaluation. Upon visual inspection, frayed fibers and fiber disturbance were noted to the proximal end of the balloon, no other anomalies to the y-body. An unknown sheath was returned loaded onto the returned catheter. On functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the balloon distal tip. Further, the balloon fibers where cut under microscopic and a tear was noted to the inner guidewire lumen. No other functional testing performed. Due to the condition of the balloon not functional testing of the sheath will be performed. Therefore, the investigation remains inconclusive for the reported deflation issue and sheath removal difficulty as no functional testing could be performed. However, the investigation is confirmed for the identified tear and frayed fibers as a tear was noted in the inner guidewire lumen and frayed fibers were seen in proximal end of balloon. A definitive root cause for the alleged sheath removal difficulty, deflation problem, identified tear and frayed fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to deflate. It was further reported that there was difficulty in retracting the device thru the introducer sheath. Reportedly, the balloon was deflated by puncturing using a needle. There was no reported patient injury.